Event description:
Event description cpi received information that during generator replacement insulation abrasion was noted on this endotak transvenous defibrillation lead. The lead was repaired with medical adhesive and remains active in patient.